Event description:
Report received of an under-delivery while in use on a pt. The pump was returned from the anesthesia dept with a note that the pump was not delivering properly. There was no reported adverse event with a pt. Several attempts have been made to contact the customer for further info. No further info has been received.